Event description:
A 3.0 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unknown lesion. Lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the stent delivery balloon would not inflate. The physician stated that there was a leak in the distal tip. The pt is stable. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Eval: results, conclusions: lack of info.